Event description:
On 24th october, 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the lamp has fallen off the spring arm during operation. The healthcare professional was able to hold the lamp, so no one was injured. The cause of the lamp falling is due to not placing a screw in the safety ring. Besides it was confirmed by photographic evidence the paint was chipping and the labels were torn on the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2010-07-01. Corrected h4 manufacture date: 2010-07-21. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that during operation the surgical light came loose from the spring arm and fell off. According to the getinge technician¿s statement, he was informed that the healthcare professional was able to hold the lamp and, fortunately, no one was injured. Additionally, the technician evaluated and shared that the cause of the lamp falling is due to: not placing a screw in the safety ring ¿ which in turn is responsible for securing the spring arm. What is more, it was confirmed by photographic evidence the paint was chipping and the labels were torn on the fork. We decided to report the issue in abundance of caution as any parts or surgical light components falling off into sterile field or during procedure may cause contamination or serious injury. The affected device has been repaired and put back into service. It was established that when the event occurred, the surgical light did not meet specification due to parts having loosened, which contributed to the event. There is information that the device was being used for a patient¿s treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the issue investigated herein torn label have never led to serious injury or worse, to our knowledge. Based on review performed to the best of our knowledge there were two events in the lifetime of powerled and hled surgical lights which led to the serious injury with regards to the issues of paint peeling and fall of the surgical light. Comparing the number of devices involved in complaints to the number of sold devices worldwide, we find that the failure ratio of paint peeling is moderate. The failure ratio for headlight¿s or arm's detachment and label chipping off is very low. As for the missing screw from spring arm the failure ratio is low. Technical evaluation of malfunctions investigated herein was performed by subject matter experts at the manufacturing site. According to the maintenance schedule included in the user manual for powerled (IFU 01581 en 09) on page 39, during the product lifetime, spring arm screws and safety segment shall be replaced every 6 years. As stated by the experts: to prevent the loosening and the eventual absence of the fixing screw, the installation manual describes how to assemble the safety sleeve of spring arm. The maintenance manual also mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve fixing screw can lead to the transition of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet sas dispatched the informative technical notice n.i.t. 210 to sales and service units (ssu) and sales and service partners (ssp) reminding the importance of the tightening control after installation or maintenance. Based on information provided by getinge technician, there was no maintenance agreement with getinge with regards to the affected surgical light and the hospital had chosen to perform the maintenance on their own. It is also worth mentioning that the affected surgical light and the aforementioned spring arm was manufactured in 2010, therefore the aforementioned maintenance replacement would need to have been performed 2 times in the lifetime so far, of the affected device. A root cause analysis for paint peeling problem was performed by subject matter experts who concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. With regards to the torn label, the most probable root cause is an excessive friction during cleaning or use of inappropriate cleaning products. We believe that all remaining devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.